Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call indicating a button error on the insulin pump. The customer's blood glucose was 200 mg/dl. The customer stated that the numbers started to scroll when entering a bolus. Customer was advised to discontinue use of the device and to revert to a backup plan. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with intermittent button response due to corroded keypad traces. No button error alarms noted. No display ramping on its own anomaly noted. The insulin pump was received with peeling address label. The insulin pump was received missing end cap sticker. The insulin pump was received with cracked case at display window corners, cracked battery tube threads and minor scratches on lcd window.